Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h6, h7, h9 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Olympus will continue to monitor field performance for this device.

Event description:
No new information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic endoscopic treatment, the single use ligating device became rigid and the loop could not be released. When pushing the handle to release it, wire protruded from the side of the handle and broke. The handle was cut with "nippers", and retrieval was performed successfully. The ligation was completed with a backup device. No patient injury or health hazard reported.